Manufacturer narrative:
The event date is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed errors b30 and 216. The issue occurred during preparation for use, and there were no reports of patient involvement.